Manufacturer narrative:
The returned device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that during a routine follow up fault code 1003 displayed on this device. Fc 1003 is indicative of battery voltage being too low for the projected longevity. This device has been explanted and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Code 3191 was used to capture surgical intervention.

Event description:
This report is being filed to submit the results of device analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during a routine follow up fault code 1003 displayed on this device. Fc 1003 is indicative of battery voltage being too low for the projected longevity. This device has been explanted and is no longer in service. No further adverse patient effects have been reported. This device has been returned for analysis but has not yet been received. Should further information be received, an updated report will be provided.